Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au5800 clinical chemistry analyzer. As troubleshooting measure the cts advised the customer to perform ise (ion selective electrode) maintenance on drain and tubing's. However, this did not resolve the issue. A field service engineer (fse) was dispatched to the customer site and found old tubing and faulty electrodes. The fse replaced ise electrodes from customer stock and replaced ise tubing which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated three (3) erroneously low patient results and low anion gaps for ise (ion selective electrodes) which includes sodium (na), potassium (k) and chloride (cl) on cell 2. Customer also reported receiving ise calibration stability errors after erroneous results occurred. The results were reported outside the laboratory and later amended. There was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics or patient data.